Event description:
While in use the filter leaked. Upon inspection, the rptr noted that a tight seal of the two plastic edges of the filter could not be obtained because filter material was caught between the two edges.